Event description:
The customer's mother reported via phone call that the customer was receiving multiple motor error alarms while bolusing on the insulin pump. The customer's blood glucose was over 350 mg/dl. The customer's mother stated that the customer was playing in the snow and may have made the insulin pump wet. While troubleshooting, the customer was able to complete the rewind sequence. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer's mother also stated that the up arrow was hard to push. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.